Manufacturer narrative:
Section g4: MDR correction in review of the file, it was found that the date aware reported under manufacture reporting number 3006695864-2020-00120 was 01/22/20 instead 01/08/20 h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 11/29/2010, however the correct date is 09/15/2010. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(6). Date of event is unknown as it was not provided. (B)(4). Device evaluation: the system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient presented with vertical striae observed on stroma, post treatment and required topical steroids. Patient results recovered. All the information available were submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.